Event description:
It was reported that the patient underwent a cardiovascular procedure in 2003. Two days later, following removal of the drain, x-ray showed bilateral pneumothoraces. Patient required insertion of right sided intercostal drain.